Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) 30-oct-2017 through aware date 30-nov-2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1 introduction and application states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Interpretation of results the chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. Chapter 5 maintenance procedures: chapter 5 column replacement states the following: 5.6 column replacement replace the column in the following situations. 1. When the pressure is more than what is indicated on the column inspection report + 4 mpa and is not reduced by filter replacement. 2. When peaks on the chromatogram (particularly the shaded sa1c peak) have become broad or broken into two fractions. Caution: if this phenomenon is observed only with a specific sample, column deterioration may not be the cause. Other factors, such as a hemoglobin variant, could be the cause. 3. When assay results for quality control samples are consistently out of the assigned ranges even after re-calibration. 4. When the calib error persistently occurs. Please contact technical support if the above issues are not resolved after column replacement.52 chapter 6 troubleshooting states: 221 #### not detect (#### is the peak ID) a specific peak (hemoglobin fraction) could not be detected. When this occurs repeatedly with some samples, the elution buffer may have become concentrated, resulting in unidentified peak detection on chromatograms. Never mix the buffers. When the error only occurs with specific samples, a hemoglobin variant may be present. The most probable cause of the reported event was due to blockage in the column.

Event description:
A customer reported they were getting error message 221 ##### not detect and p00 peaks on the g8 instrument. The customer reported that they also began having quality control (qc) issues and when trying to recalibrate, they started having calibration issues. However, they were able to get the calibration to pass. The column count was 1849 injections. The stable a1c (sa1c) retention time (rt) was 0.60 minutes with a total area (ta) of 1100-1200. Technical support (ts) instructed the customer to inspect for leaks and none were found. The customer was also instructed to run qc but results were out range high with all peaks present and a normal ta. Ts instructed the customer to re-run qc material which resulted in missing peaks, same total area, and normal sa1crt. The column seemed to have a possible blockage. Ts advised the customer to replace the column but the customer did not have a spare. Ts sent the customer a replacement column. The customer then calibrated and ran qc with acceptable results and no missing peaks. The customer was able to process samples without any issues. The customer had to wait for a replacement column, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.